Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient received inappropriate therapy from their device due to at/af with rvr which the device detected as a ventricular fibrillation (vf) episode. The device remains in use. It was also noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.